Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The (B)(4) device was received with the upper jaw and ptc damaged and with skiving of the heat shrink (shaft cover) material and with all present. The blade was in good physical condition. Testing found a short on the device when the jaws are fully closed due to the jaw damage. This resulted in arching that damaged the ptc. An alert screen "reposition jaws and reactive" was displayed by the generator. This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" screen would be displayed after receiving the "reposition and reactivate" alert screen twice. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged.

Event description:
It was reported that during a lap supracervical hysterectomy the jaw would not close. A third unknown device was used to complete the procedure with no patient consequences reported.